Event description:
It was reported that the device "came out defective". Product was without fillers. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H6 codes updated. One device was returned for evaluation with original package completely sealed. Returned sample was visually inspected without magnification where no damage or breaks were found. A leak test was done on the device where no air leak was found. No root cause able to be determined as the complaint was not confirmed and the sample provided did not show any failure modes. Device history review showed no non-conformities during the manufacturing process.